Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At screw in a spinal screw, the bottom of screwdriver broke of completely and remained in the screw. The screw had removed according to the surgeon which was lead to a surgical delay of 1.5 hours. The second screwdriver has deformed (turned around) at tip. The sales rep was called to support for the long distance spine treatment. The ratchet has fallen in two parts during using. The customer is very unhappy and angry about.

Manufacturer narrative:
The xpdm quick-con si poly scwdrvr (product code: 2797-12-400, lot # unk) was not returned to the complaints handling unit (chu) for evaluation. Three requests were made to have the device sample returned for evaluation per complaint action (B)(4). However, neither device sample nor the tracking number was provided since the alert date of february 25nd, 2015. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.